Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started during the afternoon/evening of (B)(6) 2016. The patient manages his diabetes with a combination of lantus and humalog insulins. He reported that following the start of the alleged issue, he administered his usual dose of medication (including sliding scale). He reported that 2 days after the issue began, his "sugar was high" and he developed symptoms of "headache, very nauseous [and] dizzy". He reported that on (B)(6) 2016, he went to the emergency room (ER) where he obtained a blood glucose result of "over 400 or 500" mg/dl on the ER/hospital. He also reported that he received "IV fluids" from a healthcare professional (hcp) to treat his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter did not power on with a button press. The cca established that the patient was using the correct test strips; however, the meter did not turn on when a test strip was inserted per owner's manual. Based on the information provided, the battery did not need to be replaced. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia which required hcp intervention, after the alleged power issue began.